Event description:
The patient was being treated on xts extracorporeal photopheresis machine when multiple alarms occurred. We were unable to continue treatment, so we started to tear down the kit and noticed a blood leak. We were unable to give back blood as the kit was contaminated.